Event description:
Customer reports in 2006, that approx 1 month ago, during or right after enteral feeding tube placement, utilizing a blind bedside placement technique, stable pt developed mild respiratory distress. Chest x-ray revealed a pneumothorax which responded to chest tube placement. Pt fully recovered and was subsequently discharged from the hosp.